Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a coilling embolization interventional procedure using a 6f sheath. The device was pre-flushed with saline prior to use in the patient anatomy. Reportedly, that when the device was inserted into the anatomy, no pulsatile flow was noted at the marker lumen. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported block marker lumen was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and treatment appears to be related to circumstances of the procedure. In this case, it is likely that anatomical conditions or under insertion of the device contributed to the reported no pulsatile flow from the marker lumen. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.